Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up visit. Interrogation of the pacemaker revealed missing electrograms (egms) despite the presence of right ventricular (rv) lead noise alerts. Additionally, right atrial (ra) lead noise oversensing was noted, resulting in inappropriate automated mode switch (ams) and atrial tachycardia (at) / atrial fibrillation (af) episodes. Programming changes were made to address the missing egms; however, no programming changes were made to address ra lead noise events. No patient symptoms were reported. The patient will continue to be monitored by the clinic.